Manufacturer narrative:
Additional information: 1723170-2019-01225 for system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the site booted up the system, it would boot and then go to a black screen on both monitors. The site attempted rebooting the system several times without success. There was no patient present when this issue was identified.